Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during a patient simulation exercise, the heartstart xl+did not pick up a shockable wave on the first cycle in the AED mode. There is no reported patient involvement.